Event description:
It was reported by service report that the scale is inaccurate; the head end left load cell and the foot end left and right load cells are damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.